Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 04/14/2016, the reporter contacted animas, alleging that the pump was priming the tubing during the load step. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because there is the potential for insulin over delivery if the patient is not disconnected during the load cartridge step. The owner's booklet provides a warning to the user to never start the prime/rewind sequence on the pump while the infusion set is connected to the body and provides multiple reminders during the prime/rewind sequence.

Manufacturer narrative:
Follow-up #1: date of submission 06/06/2016. Device evaluation: the device has been returned and evaluated by product analysis on 05/23/2016 with the following findings: a review of the pump¿s black box revealed two cs 064 alarm with high force occurring due to an occlusion during prime. There was no evidence of a load step malfunction observed. The ez-prime steps were performed correctly with no cs 163 alarm occurring during investigation. The ¿load step malfunction¿ was unable to be duplicated. The pump¿s cover was removed and there was no intermittent condition found to the flex pins. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.